Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs lead was damaged. The patient stated that they suffered from a fall, but it is undetermined whether the fall caused the lead to become damaged. In turn, the patient underwent surgical intervention wherein the scs lead was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott; a patient underwent a lead revision. It was determined that the lead was fractured. There were no complications during the procedure and therapy was restored at post op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.